Manufacturer narrative:
One ribloc low profile guide assembly was returned in three separate pieces; all pieces were examined under magnification. The device was broken on the slider / j-hook subcomponent. The breakage specifically occurs near the topmost portion of this subcomponent and cuts across the laser weld affixing the stop pin onto the slider. The breakage exhibits an uneven, multi-surface fracture pattern; the fracture surfaces exhibit varying angulations to the device, but all portions of the fracture region appear to be some degree off-axis / non-perpendicular to the device axis. The fracture surface is sporadically textured with jagged edges but no signs of ductility. The noted phenomena may be indicative of brittle fracture, which may originate from scenarios where high loads or torques are applied. No definitive conclusions can be made.

Event description:
During implantation the u+90 guide rbl2520 broke at the slider. A backup guide was used to complete the procedure. No delay or adverse effect to the patient reported.